Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that iui pins were observed with white residue. The issue was observed by representatives during site visit. There was no patient involvement. No devices will be returned and no further information is available.